Manufacturer narrative:
The field service engineer (fse) confirmed and duplicated the reported issue. The fse replaced the fan filter to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
It was reported to philips that the device's blower had a high temperature error. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.